Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-18700-34 bb-tak, and a ar-18700-89 drill bit broke. This occurred on (B)(6) 2022 during a cunieform fx when the surgeon was using a 1.6 cage plate out of the minifrag for a medial cunieform fx. She was drilling with the 1.2 drill bit with the variable angle guide and the drill bit broke off into the patient. She was able to retrieve the fragment. After that they switched to the short 1.2 drill bit and still used the variable angle guide. All was going well until drilling for the very last screw. The 1.2 short drill broke also. All fragments were retrieved, and the case was completed. No additional information provided.